Event description:
The customer called and reported his blood glucose went in to the higher 500 mg/dl to 599 mg/dl range. Symptoms of high blood glucose included nausea, abdominal pain, ketones, and frequent urination. The customer stated he delivered 5 boluses over a two hour period and blood glucose did not change very much and he believed the insulin pump was not working. Customer disconnected and ran units through and nothing came out. He further stated the insulin pump kept going off. At the time of this report, customer's blood glucose as 490 mg/dl and he treated with manual injection. Customer declined to check for leaks or air bubbles in the tubing or reservoir, as well as for site or insulin issues and settings. Customer was unable to perform high pressure test and was advised to discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, scratched reservoir tube window, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.